Event description:
A malfunction alarm occurred, identified with the code malf 16, and there were no notable events before this malfunction. There was no reported adverse impact on the customer's blood glucose levels. Technical support arranged for a pump replacement as the existing device was under warranty. The customer was advised to switch to manual insulin delivery and instructed to return the faulty pump with a pre-paid label.